Event description:
The patient was undergoing a medical procedure in the middle meningeal artery (mma) using a benchmark 6f 071 delivery catheter (benchmark) and a neuron select catheter 5f (5f select). During the procedure, while advancing the 5f select through the benchmark, the physician experienced resistance. The physician noticed that the benchmark fractured. Therefore, the 5f select and proximal portion of the benchmark were removed. After a few attempts, the physician successfully removed the distal part of the benchmark using a snare device. The procedure had ended at this point. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed that the catheter was fractured. If the benchmark is manipulated against resistance, damage such as a kink and subsequent fracture may occur. The root cause of the resistance during procedure could not be determined. Further evaluation revealed kinks along the catheter shaft. This damage was likely incidental to the reported complaint and may have occurred during snaring for removal or handling post-procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.